Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and assigned the cause of the leak to hydro valve #2. The fse replaced valve v2 to resolve the leak. The fse also replaced a damaged cts (closed tube sampling) unit, caused when the leaked fluid made contact with the cts motor, generating the auto loader errors. (B)(4).

Event description:
A customer reported to beckman coulter (bec) hotline support that their unicel dxc 600 pro synchron system leaked water behind the low pressure (10 psi) regulator, observed while troubleshooting an auto loader error. There was no report of operator injury or adverse effect as a result of this event. The operator wore a lab coat and gloves while troubleshooting and no exposure to leaked fluids occurred. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.